Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had high impedances and was experiencing inadequate stimulation. The patient underwent a lead revision procedure. The lead was cut and discarded and will not be return for device analysis. The patient is doing well post-operatively.